Event description:
Three issues with the reprocessed scalpels: 1. Tips and/or handles are broken or loose upon arrival from the distributor. Reported by doctor, product did not function properly. Instruments returned to the vanguard representative